Event description:
Father called on behalf of customer regarding differences in blood glucose readings with mobile meter: (B)(6) 2014 at 23:50h: - 30.4 mmol/l; at 23:55h: 6.9 mmol/l; at -23:56h - 5.7 mmol/l (B)(6) 2014. At 10:16h 23.7 mmol/l; at 10.18h : 6.3 mmol/l. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.